Event description:
This device was implanted on (B)(6) 2006 and remains active at this time. Possible device related high pace impedance greater than 2000 ohms noted in product performance report. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).